Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that no parts of the navigation system was replaced. The cause of the issue was due to damaged wall outlet. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system was unable to power on and would not boot up while setting up for a case. No blue power light illuminated, no fans running. The system had been left plugged in charging overnight. Technical services walked the site through discharging the uninterrupted power supply (ups) and then the system booted up normally. Self test revealed main/camera cart ups communicating and battery charge at 100%. After this troubleshooting process, the system was unplugged from the wall and it remained powered on and battery depleted as expected. No patient involved. On 2020-feb-20 it was reported that the cause of the issue was due to damaged wall outlet that needed to be replaced. On 2020-feb-24 additional information received. The manufacturer representative was able to duplicate the issue. At first the navigation would not turn on. The power cord was then traced back to the wall outlet. When the stainless steel box container that sits in front of the outlets was moved, it was noticed that the cord was falling out of the wall outlet. The manufacturer representative tried to seat the cord back in but it fell out again. It was confirmed that the outlet is to ¿loose¿ and anything plugged into it falls out. Another outlet was used and that corrected the issue. The navigation system booted up instantly. The site has been informed of the issue. The cause of the power issue was due to bad power outlet.